Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to attempting a novasure endometrial ablation, hysteroscopy and sounding was completed with the hysteroscope. The cavity integrity assessment (cia) test failed and a small perforation was diagnosed with the hysteroscope. No treatment was needed. The ablation was not able to be completed.